Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 158 mg/dl. The customer reported that the lip ring broke off. Troubleshooting was performed for damage and found that the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.